Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: caval vein obstruction resulting in right to left shunt and desaturation post¿endocardial pacing implantation in a 3-year old: a case report. European heart journal - case reports. 2025. 9, ytae693. Doi: 10.1093/ehjcr/ytae693 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a caval vein obstruction post¿endocardial pacing implantation. The authors described a patient who presented to the hospital with symptoms of lethargy, breath-holding events, and physically appeared blue. An echocardiogram was performed with contrast and showed a right-to-left shunt from the innominate vein to the left atrium (la). The right superior vena cava (svc) was found to be obstructed by the pacing lead. A subsequent cardiovascular computerized tomography (CT) angiogram confirmed a right svc obstruction with an innominate vein to the left upper pulmonary vein (lupv) venous channel and right to left shunt. The patient underwent a lead explant and replacement with an epicardial pacing system. The innominate vein to lupv venous channel was surgically banded. Six-month follow-up of the patient found residual obstruction to svc flow with elevated central venous pressure and the patient underwent a transcatheter balloon dilation of the stenosis at the junction of the right svc and ra. No additional adverse patient effects were reported.